Manufacturer narrative:
(B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device had a drilled neuro tip leg. Therefore, the reported condition was confirmed. It was noted that this type of damage is indicative excessive side loading causing the cutter to flex and to come in contact neuro-tip ¿leg¿. The assignable root cause was determined to be due to component damage caused by user error. If additional information should become available, a supplemental medwatch report will be sent accordingly. This medwatch is being resubmitted due to outage in FDA's electronic submission gateway (esg) upon initial submission.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled leg. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.